Event description:
The reporter reported to newdeal that the patient incurred a fungal infection (site unspecified). Per reporter the fungal infection was not due to the device. The product ID was not available.